Manufacturer narrative:
(B)(4). The customer returned one guide wire and lidstock for evaluation. Visual examination revealed that the guide wire was unraveled near the distal end. To better observe the core wire, the coils were further unraveled. The core wire at the j-bend appeared intact; however, the distal weld was no longer attached. Despite this, the weld was still attached to the coils. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld. The distal tip of the core wire appears tapered and discolored at the point of separation. Microscopic examination also revealed sings-of-use in the form of biological material on the guide wire. The guide wire (proximal weld to the distal end of the core wire) measured 602mm, which is within the specification limits of 596mm-604mm per marked guide wire product drawing. The guide wire outer diameter was also within specification. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The IFU provided with the kit informs the user, "do not withdraw guidewire against needle bevel to minimize the risk of possible severing or damaging of guidewire." The IFU also warns, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation and bleeding." The report that the guide wire unraveled in use was confirmed through complaint investigation of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of damage to the guide wire. Breakage of the guide wire may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: a physician was attempting to place an arrow 7f 3 lumen catheter in a patient and the wire was actually coiling within itself. Another swg (spring wire guide) was used to complete the procedure.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: a physician was attempting to place an arrow 7f 3 lumen catheter in a patient and the wire was actually coiling within itself. Another swg (spring wire guide) was used to complete the procedure.